Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted.

Event description:
The patient was initially treated with the afx abdominal aortic aneurysm stent. Approximately four (4) years post initial procedure, the patient presented at routine follow-up CT with a separation of the left iliac limb from the main body and aneurysm growth to 11cm. The patient was in stable condition. The physician then elected to treat the patient by relining with a gore (non-endologix) device on (B)(6) 2018, and the patient tolerated the procedure well.

Manufacturer narrative:
At the completion of the clinical evaluation and based on the information received, there was substantial evidence to support the following reported events: type iiia (iliac) endoleak and implant separation with sac growth. The clinical assessment also determined that there was evidence to reasonably suggest a type iiib endoleak of the cuff and the main body stent with stent cage dilation, 20% and 94%, respectively. In addition, there was evidence of multiple stent fractures of the main body stent near the bifurcation. During the review of the 36 month post implant CT image study and angiogram study, the following and additional findings were also not included in the event as reported: post aorto-uni-iliac stenting, proximal coiling, femoral-femoral bypass, and a persistent endoleak noted from the neck (type iiib/iiia endoleak not excluded). The complaint is most likely device related. The following additional contributing factor was also identified: off label neck and iliacs. Procedure related harms for this complaint could not be determined. The final patient status was reported to be doing well. The manufacturing lot review confirmed all devices met specifications prior to release. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type 3a endoleak. The root causes have been identified as; 1. Patient anatomy including large aneurysms, aneurysm sac angulation, significant aortic neck angulation and lack of thrombus; 2. Patient conditions including disease progression or anatomical changes post implant; 3. Off label product use including patient anatomy, overlap length, oversizing between components, and placement of the devices within the anatomy of the patient. Endologix implemented the following corrective actions to reduce the type 3a endoleak events; 1. Sizing guidance and instructions were updated in the IFU and released on 17 jun 2015, 2. Field training was completed by 03 aug 2015. Since the corrective actions were implemented the type 3a events have been reduced significantly and are well within the acceptable range per our risk assessment. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type 3b endoleak. Endologix implemented the following corrective actions with the intent of reducing type 3b endoleak events; 1. Upgraded graft material (i.e. Duraply) and 2. Updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place july 2014. The type 3b endoleak rate for afx manufactured and implanted before these corrective actions were put in place is trending at 2.5%. Since the corrective actions were implemented, the type iiib endoleak events reported for afx devices has been reduced to <0.2%. (B)(4).

Event description:
Additional information received per clinical evaluation confirming the presence of a type iiia and iiib endoleak with stent cage dilation. In addition, off-label neck and iliacs were identified for the involved patient and prior to the initial implant procedure.